Manufacturer narrative:
H4: not known, no information on serial number. A retrospective review of this case based on FDA inspection may 22, 2025 has been conducted with the conclusion to file an MDR report for this event. The rigidity of frame fixation is dependent on many different parameters: position of the frame on the head; perpendicularity of the pin versus the skull; the applied force of the pins in to the skull bone; patient anatomy; patient movement; skull bone properties; previous skull bone operations. Complete root cause investigation is pending.

Event description:
The customer reported that the vantage frame slipped, and noted during positioning of the patient on pps.

Manufacturer narrative:
H11 updated: the root cause was identified to be a use error, in which the firmfix was fixated using too low a torque.